Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lcx with 80% stenosis but the device could not cross the lesion. Device was removed and deformation was noted to the stent. Patient was treated successfully with another device. The patient is well after the procedure. Evaluation summary: the stent was positioned correctly between the inner shaft markers as per specification requirements. Multiple struts from the 6th proximal stent segment were raised and pulled distally. The hypotube was kinked 40.8cm distal to the end of the strain relief. There was no damage evident to the distal tip. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent damage, failure to deliver the stent); patient¿s condition affected effectiveness of device (lesion morphology ¿ 80% stenosis and severe calcification); deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 80% stenosis, moderate tortuosity and severe calcification); inherent risk of procedure ¿ (stent damage, failure to deliver the stent). (B)(4).